Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to duplicate the reported failure. The reported event code was verified but it was undetermined if it was related to the reported reset issue. Physio cleared the logged event code and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.the cause of the reported failure could not be determined.

Event description:
The customer reported that during patient care, their device had illuminated its service indicator and was rebooting itself. The customer also reported that the device had logged an event code in the memory as well. The patient was only being monitored during the event and did not suffer any adverse effects as a result of the reported failure.